Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that from xray performed on (B)(6) 2018, the pump was not flipped. It may have partially flipped to its side and then settled back. The patient had lots of belly fat. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient was in a wave pool at a local water park. When he got to the 6 foot area of the wave pool, the pump felt like the pump was pulling away from the body and was floating upward. It flipped several times before he could get out. The patient felt dizzy, tired and had problems walking. The event date was (B)(6) 2018. No further complication was reported.